Manufacturer narrative:
The reagent lot number is 83793101 with an expiration date of 31-jan-2026. The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed "sample short & abnormal sample aspiration" alarms, which are indicative of possible poor sample quality. The alarm trace also showed "reagent <warning", "internal standard warning", "abnormal reagent probe movement", "abnormal l2 line movement", and multiple host alarms. The field service representative found contamination in the instrument. He found the sample syringe tubing had a pinkish hue. He performed a decontamination of the fluidic pathways, made several adjustments, performed checks, replaced a vacuum tubing on the rinse mechanism, and cleaned a partially clogged fitting on the vacuum pump assembly. He performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 4.1 mg/dl with a data flag and was marked as critical. The result was reported outside the laboratory. The sample was repeated on another module, and the repeated result was 9.1 mg/dl. The repeated result was believed to be correct. The sample was repeated because the customer repeats all critical results.